Event description:
Clinical adverse event received for instability with large anterior drawer with dislocation of poly. Event is not serious and is considered severe. Event is possibly related to device and is possibly related to procedure. Date of implantation: (B)(6) 2021; date of revision: (B)(6) 2022; (left knee). Treatment: revision of the tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the joint injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Office notes (B)(6) 2022 indicate the patient is having feelings of instability in the left knee. The poly dislocates and is able to be relocated with manipulation. Surgeon indicates likely pcl tear. Awaiting treatment.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and based on the evidence provided, is not possible to determine any relation of a depuy device with the allegation reported. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.